Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: tgu343420j/(B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The review of the sterilization paperwork verified that these lots met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include infection (e.g., aneurysm), and surgical conversion, and reoperation. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses to repair stanford type b aortic dissection. On (B)(6) 2017, it was reported that the patient developed infective endocarditis. Heart valve replacement was performed. On (B)(6) 2017, the endoprostheses were removed and were replaced with an artificial blood vessel. The physician commented that infective endocarditis had spread to the endoprostheses since the same lactic acid bacterium was found both heart and the endoprostheses. The patient tolerated the procedure. No further information was reported.